Manufacturer narrative:
Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. Additional information has been requested. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported following the implant of an intraocular lens (iol), the patient could not see well and could not tolerate the device. The lens was exchanged within a month of the initial implant. Additional information was requested.

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).